Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient repeated information previously reported. The patient said that the issues are still not resolved and still waiting to have an appointment with the healthcare professional (hcp) and manufacturer representative (rep) at the same time. It was noted that the hcp was too busy to be available. The neurologist suggested the patient should consider seeing a different urologist, however, the patient said that she doesn't want to start over with another hcp. The patient said she conducted a search on the programmer and came up with recall about software issue, low battery issue in 2007 ended in 2010. Reviewed software card issue recall however patient doesn't believe this is what she saw on-line regarding a lawsuit and will research further and call back. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient repeated information previously reported. The patient said that the issues are still not resolved and still waiting to have an appointment with the healthcare professional (hcp) and manufacturer representative (rep) at the same time. It was noted that the hcp was too busy to be available. The neurologist suggested the patient should consider seeing a different urologist, however, the patient said that she doesn't want to start over with another hcp. The patient said she conducted a search on the programmer and came up with recall about software issue, low battery issue in 2007 ended in 2010. Reviewed software card issue recall however patient doesn't believe this is what she saw on-line regarding a lawsuit and will research further and call back. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pain when sitting down and the top part of the area was "excruciating." They saw their healthcare provider (hcp) about the pain who told them to wear loose fitting clothes and turn the implantable neurostimulator (ins) off, but the patient doesn't wear tight clothing. The patient said the hcp didn't do anything else and the patient doesn't think their hcp could do anything further. They had an accident on (B)(6) 2016, had two concussions, and had an MRI. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had pain at the implant that would come and go. The patient stated that sometimes when she sat, especially on that side, it would be excruciating and other days she did not feel anything. The patient reported that she just held the patient programmer the implant and sometimes it would connect and sometimes it did not.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had the device implant on (B)(6) 2016 with post-operative pain on (B)(6) 2016 as was expected at the visit. The hcp noted that the pain and tenderness decreased as expected at the (B)(6) 2016 visit. The hcp reported that the patient did not mention site pain in 3 subsequent telephone calls. The cause of the patient being sore was noted to be due to post-operative pain. The hcp reported that the patient would be scheduling an appointment. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was still experiencing excruciating pain and discomfort at the incision site. Their ins was turned off for 1-2 months but did not resolve the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their implant was off for 3 months, but they had turned it back on. The patient reported it wasn't helping their symptoms. Patient stated they were wetting the bed 3x a night and having bowel movements in bed. Patient also stated that 2 of the programs felt like they were being zapped and the stimulation didn't feel like it was in the right place. Patient turned stimulation up to 2.25 on the program they were on and stated they hardly felt stimulation. Patient mentioned they had issues with pain from their implant right away, their healthcare provider had thought it was from healing and the patient being on prednisone. Patient did not want the implant removed as it had worked before their motorcycle accident, patient reiterated the implant was out of place due to this. Patient also reported they had fallen out of a tree. Patient was redirected to their healthcare provider to get help with their device issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was sore from implant, and they were very tired. The patient also noted she had lost the antenna. The patient is implanted for urinary dysfunction/scaral nerve stim and gastrointestinal/pelvic floor. Additional information from the patient reported they were experiencing excruciating pain at the implantable neurostimulator (ins) site. The patient stated that they had two motorcycle accidents on (B)(6) 2016. They knocked themselves out on a tree sometime in between the motorcycle accidents. They went to grab a branch and it broke and they hit their head. The pain occurs mainly when they sit and occasionally when they were laying down. The pain was not constant but they found they were in more pain than not. The patient states that the implantable neurostimulator (ins) felt secure and did not feel like it was tilted. They asked if the ins was supposed to hurt. It was noted that the patient was getting an MRI on their brain, however it was not related to the device or therapy.